Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Disintegrating when flush. Additional information: packaging if possible) for investigation? It was connected with posiflush 5ml. Please confirm the lot number(s)? Not available please confirm how the fault was identified? The moment the nurse flush nfc with posiflush, it dismantled. Please confirm if the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Priming. It was connecting on patient's IV, the nurse flushed it before administration. Please confirm if the point of the break was smooth or jagged? Smooth please confirm what substance was being infused during the time of the event? Normal saline was there any patient harm? No please confirm if the sample has been disinfected ¿ if so when and with what substance? No